Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: due to a pinhole on bending section cover or distal sheath rubber, water tightness is lost; connecting tube has coating peeling. (1mm2 or more); adhesive on bending section cover or distal sheath rubber has a chip; due to a dent on channel-tube, channel cleaning brush cannot inserted smoothly; and the connecting tube has a dent. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the tracheal intubation fiberscope connecting tube has coating peeling. (1mm2 or more). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that, although we could not specify the cause, we presume that the event was caused by stress from repeated use, external factors, or handling. Olympus will continue to monitor the field performance for this device.